Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable type of investigation: images were provided, and an imaging evaluation was performed. Investigation findings: the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Investigation findings: the imaging evaluation found the following: the images provided were 5mm slice arterial phase cta. Non-contrast and delay phases were not available for evaluation. The length of the device implanted within the right common iliac (rci)/right external iliac artery measures approximately 87.4 mm. There is a contrast-like density outside of the implanted device. Contrast cannot be confirmed with the available image set. The length from the proximal rci to the proximal end of the device measures approximately 27.9mm. There is approximately 53.4mm of proximal device that does not appear to have wall apposition. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2005, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a distal type I endoleak was observed on the contralateral leg component. Lack of distal device seal was reported as the cause of the endoleak. An intervention is planned, but has not yet been scheduled.